Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt states the controller is charged to 100 percent but the ins is empty. Pt states they can charge the ins to 100 percent but within a couple hours the ins is completely depleted. Troubleshooting was unable to be performed as pt disconnected the patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.